Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09-aug-2025, the user reported fluctuating blood glucose (bg) levels while using the ilet device, with the highest recorded bg at 400 mg/dl. Bg was corrected by the ilet algorithm. No medical intervention was required.